Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error during a procedure. According to the initial reporter, a technician was on site and replaced the socket to repair the device. There was no patient harm reported from this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty socket. Olympus will continue to monitor field performance for this device.